Event description:
The customer reported to olympus that during routine testing, the endoscope tested positive for microbial contamination. On (B)(6) 2022, the work channel tested positive for 50 colony forming units (cfus) of coagulase-negative staphylococci. On (B)(6) 2022, the scope tested positive for 41 cfus of yeast and 75 cfus of micrococcus luteus. The user facility did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The customer decided to reprocess the device again according to the olympus reprocessing manual and repeat the microbiological analysis. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices, results of third party testing , and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The user provided their cds practices of the subject device where the detergent used for pre-cleaning is enzimex. The device is manually processed with an micro-tech (disposable cleaning brush), and enzimex disinfectant. The device is processed in a mini etd2 automated endoscope reprocessor (aer) with olympus endodet detergent and olympus endo dis disinfectant. The device is hung vertically in a edc plus (etd system) drying cabnet. Olympus is the maintenance provider of the subject device.